Event description:
It was reported the stylet of the peripheral nerve evaluation lead broke though the actual lead when the doctor was attempting to make an adjustment. The defective lead was replaced. No patient issues were noted.

Manufacturer narrative:
(B)(4). Analysis of the lead found its body to be stretched. The lead body was perforated by the stylet. The lead was electrically ¿ok.¿